Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-51952 for previous hospitalization.

Event description:
Customer reported that he was hospitalized and went into the intensive care unit. Customer states he was in there for three days, was released and returned for another three days. Customer stated that the second time he was told to stop using the insulin pump. Blood glucose at the time of the admission was 500 mg/dl. Customer experienced vomiting and diarrhea . During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date and basal rates are set up correctly; bolus wizard setting are unknown. The alarm history showed error alarms related to unexpected restart and displayable history failed. The insulin pump passed the self test. Nothing further reported.